Event description:
It was reported that there was a flow error. There was patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review, the customer problem was not duplicated. The pump had no physical damage noted, and the ehl confirmed there were no errors in the settings and no record of any alarms related to the flow rate accuracy. The most likely/suspected cause of the customer reported problem was the cassette or circuit products..service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended, the accuracy was within specifications.